Event description:
It was reported that a patient, initial left hip implanted on an unknown date, underwent a revision procedure in (B)(6) 2024. The patient was revised due to lysis. The surgeon removed liner and head balls and replaced liner and ball with new ones. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return to analyze. They were sent to pathology. A device image was provided. No further information.

Manufacturer narrative:
D10: concomitants: 101-05-20 3.2mm drill bit 20mm 1pk. 180-65-20 alteon 6.5mm screw, 20mm. 186-01-56 integrip cc, cluster 56mm, g3. 190-31-05 alt ha s clr ext sz 5.